Manufacturer narrative:
Date - 2008: details - pioneer was visiting the surgeon and he stated that he was taking out a single level pac construct due to the two bottom screws breaking. Pioneer received the product this day and brought it back to pioneer for analysis. The system was originally implanted approximately 6 months prior to this occurrence. This was a revision case with prior fusion at the adjacent level. Pioneer tried to get the films and more info on the pt history but no more info was given. The surgeon stated that his resident was gathering this info for pioneer. To date, we have not rec'd any at this info, even though we have repeatedly tried to get this. Date - two weeks later: the test facility that pioneer stent the screws to be analyzed has determined that the screws broke during fatigue. Date - the following month: pioneer reports MDR 1833824-2008-00005 to the FDA.

Event description:
During a post op visit, it was determined through films that the bottom screws of a single level cervical plate construct at c6-c7 had fractured. The plate construct was removed and another plate was put in.